Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was treated by the paramedics due to a low blood glucose reading of 23 mg/dl. The customer stated that she had a doctor's appt and on her way back from the doctor's office, she began experiencing low blood glucose levels. The customer treated with glucose tablets and peanut butter, but the blood glucose levels kept dropping. Troubleshooting was performed and the insulin pump was programmed correctly. However, the insulin pump had no boluses or daily totals recorded. Nothing further was reported.